Event description:
The event involved a tego connector that was reported to have a damaged internal rubber component while in use on a patient admitted for dialysis therapy. Because the alarm sounded for inconsistency, the connection was inspected and it was identified that blood was coming out of the tego connector. The doctor and the pharmaceutical service were informed, who instructed to file a report and change out the connector for another of the same reference, and the therapy continued without complication. Storage conditions were maintained according to those required by the manufacturer. Also, during the technical inspection procedure, no defects were found out of the packaging. There was patient involvement; however there was no human harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. The phone number for the initial reporter is (B)(6). An additional phone number for the initial reporter is (B)(6).

Manufacturer narrative:
A photograph was returned showing two lat-d1000 tegos connected at the distal end of a blood set. There was apparent internal leakage from the two lat-d1000 tego connectors typical of internal damage. The damage was not visible from the photo and therefore the source or cause of the internal leakage could not be identified. The complaint of leakage can be confirmed from the photo, however, the probable cause cannot be determined without return of the affected samples. The device history record (DHR) review for lot 5544637 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.